Manufacturer narrative:
Continued d.6b explant date: device remains implanted. No explant date provided.

Event description:
Patient reported a right side capsular contracture baker grade iii/IV. Healthcare provider reported a right side capsular contracture baker grade unknown and that the patient was explanted by a different doctor. Patient later called to report that device has not been explanted yet and that they still have the capsular contracture and are unsure why that doctor reported otherwise. A different healthcare provider confirmed a right side capsular contracture baker grade iii. The device remains implanted.

Event description:
Patient later called to report that device has not been explanted yet and that they still have the capsular contracture and are unsure why that doctor reported otherwise. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported, a right side capsular contracture, baker grade iii/IV. Healthcare provider reported, a right side capsular contracture, baker grade unknown. And that, the patient was explanted by a different doctor. The device has been explanted.